Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the device was in back-up mode. The program was restored to ddd after a software download, but the magnet rate was 74.6 ppm and the measured battery data was 2.33v, 31.8 kohms.